Manufacturer narrative:
The device was returned to the authorized repair center. While the issue could not be reproduced, the lenses were resealed.

Event description:
During a procedure, the physician experienced distortion of image during which the anatomy was not visible. There was no reported consequence to the patient.